Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 130 mg/dl at the time of the call. The customer states that the sensor reads 400 mg/dl but the finger stick read 176 mg/dl. The customer declined trouble shooting and stated that they will call back if the issue persisted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.